Event description:
This was a left-sided lead extraction procedure to remove one non-functional rv ICD lead (sjm riata 7002, impl 85 months) with externalized cables. The physician prepped the lead with an lld and used a 14f glidelight for the extraction. The physician was able to remove the lead; however, as the lead and laser sheath were withdrawn from the patient through the svc / innominate, the patient's blood pressure declined. The patient was transferred to the or, a sternotomy was performed, and a small tear in the ivc was found and repaired. The patient survived the intervention.